Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. The unit was evaluated at philips, but the symptom could not be duplicated, and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.